Event description:
The lay user/pt contacted lifescan (lfs) in may 2006 alleging high readings on her one touch ultra meter compared to the physician's meter. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached by telephone for further clinical info. The pt had been comparing her one touch ultra meter to the physician's meter twice and obtained the following results: on an unspecified date and time the one touch ultra meter read 150 mg/dl and the pt's one touch profile read 115 mg/dl and the physician's one touch ultra read 132 mg/dl. During another event the pt's ultra read 105 mg/dl, his profile read 87 mg/dl and the physician's one touch ultra read 99 mg/dl. The cca explained to the pt the difference meter whole blood vs. Plasma and referred the pt to their one touch ultra manual. At some point the husband got on the phone with the customer care advocate (cca) and mentioned that his wife has "passed out several times due to low readings. "No further clinical info was provided about that incident. It would have been helpful to know the pt's diabetes regimen, readings prior to the incident, events leading to the pt passing out, readings and treatment. The pt's husband refused to troubleshoot the meter with the cca. Cca sent the pt a replacement meter and testing supplies. Due to allegation regarding high results and the pt "passing out" the complaint is being reported.